Manufacturer narrative:
Findings: unit passed rewind, basic occlusion, occlusion, prime test, excessive no delivery alarm and displacement test. No battery out of limit, frozen display. Numbers does not ramp up on its own or scroll bar moving with no input. Unit received with intermittent button response due to moisture damage keypad trace note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had frozen display and keypad anomaly. The blood glucose at the time of the incident was 341 mg/dl. Troubleshooting was not able to resolve the issue. Customer also reported battery out limit alarm after battery replacement and the insulin pump remained frozen. The device was returned for analysis.